Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during guidewire insertion. Symptoms/ae: none. It was reported that during insertion on the guidewire, the xpert stent prematurely, partially deployed. The device was not used and there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.